Manufacturer narrative:
The device is being held by the local fire department after a brief examination of the subject wheelchair, the initial impression is the source of the fire may have been from the wheelchair, however, it also appears that the electronics may have been altered by a family member. A report will be provided when completed. When additional information becomes available, a supplemental record will be filed.

Event description:
Invacare was notified that there was a fire that occurred at an apartment complex in chatham, ny. It is alleged that the incident originated at a tdxsp-cg invacare power wheelchair where the patient suffered significant burns, and later died.